Event description:
The customer reported that their acuity centralized patient monitoring system would intermittently power-down. The effect of this problem is loss of centralized monitoring; vital signs monitoring continues uninterrupted at individual bedside monitors. There were no patients harmed in any way by the reported product problem.

Manufacturer narrative:
Hard disk drive. Cpu mother board. The device is an installed centralized patient monitoring system that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Evaluation of the returned device confirmed the malfunction. Based on the device's installation date, the date of the malfunction report and its typical use profile, the device's estimated operating time prior to failure was 61,000 hours of use. Investigation identified three problems within the device's sun microsystems cpu (central processing unit): failure of the cpu's motherboard, failure of the hard disk drive, and failure of the memory card. It was unclear which component was primarily responsible for the observed symptom. Each of the components were replaced. The device is obsolete (7 years old) and at the end of its stated service life. The identified failures are not unusual given the age of the device. The repaired device was returned to the customer. The customer was also provided information, and options for replacing the obsolete equipment.